Event description:
The pt normally used the implantable neurostimulator (ins) at 0.8v on program 1. When she switched the ins on in the morning, she noticed that the ins was set at 0.1v. She went for a walk and when she returned, she asked her husband to turn it up to 1.0. The ins ramped up and reached 3.0. The pt became "very distressed" and asked her husband to turn the ins off. He could not do it, so they replaced the batteries and tried again, but it didn't work. They saw a triangle on the screen at one point (the triangle was a warning signal that the pt programmer was unable to make contact with the ins). The patient's husband tried a couple of more times to turn the ins off and/or down, but was unable to. Eventually, the pt tried to turn the ins down and was successful. The next day, it was noted that the pt did not hear any beeps from the pt programmer. It was determined that the "beep function" had been switched off; the pt thought that she may have done it and also reported that her grandchildren liked to play with her pt programmer. The "beep function" was turned back on. The "group adjust" was taken off. The pt was given educational materials and add'l contact info. The pt was to follow-up in a month. The pt programmer was replaced. The patient recovered without sequela. The pt was seen again for follow-up. The pt was reported to be "fine". The pt had good coverage of her pain and continued to use her ins. The ins was reprogrammed; the upper limit amplitude was limited so that the pt could no longer escalate the ins to the level that caused the incident. It was noted that during impedance testing one electrode was found to have very high impedance, but it was never used in programming. It was also noted that the pt's husband was helping her to adjust the level of her amplitude due to her difficulty in seeing the screen while making adjustments. The pt was shown how to use the antenna attachment so that she could make adjustments independently. The pt's husband was assisting her moments before the incident occurred and could not recall exactly what he was doing when the amplitudes increased. The pt and her husband were able to identify the warning screen/icon that the husband was seeing during the event; it was the synchronize programmer and neurostimulator screen.